Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm was observed indicating an oxygen blending module flow error. The device's oxygen blending module needs to be replaced to address the issue. The device's buttons failed to respond even when pressed hard. The device's front panel/keypad led pca needs to be replaced to address the issue. The customer requested the device not be repaired. The device was returned to the customer unrepaired.